Event description:
It was reported that this brady lead was a case of an attempted implant due to the helix not retracting in a suboptimal position, and multiple methods were performed to dislodge the lead, but the lead would not move. After unsuccessful attempts to get the helix to retract, the physician surgically abandoned the lead and left in patient. No additional adverse patient effects were reported.